Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure the t's simultaneously deployed. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent. The actuator is lodged at the needle tip. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. No root cause related to the manufacture of the device can be established.